Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance, and oversensing noise/non-physiologic events. A lead fracture is suspected. The lead was capped and during the lead revision the physician had difficulty placing the new rv lead. The new lead was removed and the physician noticed the distal tip was bent. A different lead was utilized and implanted without incident. No patient complications have been reported as a result of this event.